Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology has reached out to the physician multiple times to obtain information with no success. The exact root cause of why the pump flipped is unknown. However, device migration is a known adverse event listed on the labeling of the intera 3000 pump and instructions for use.

Event description:
Intera oncology received a report from a physician that on (B)(6) 2025, they were unable to empty and refill an intera 3000 hepatic artery infusion pump. On (B)(6) 2025, the patient was sent to (B)(6) institute, and they were also unable to access the pump. The patient was sent to (B)(6) for a CT scan that showed the pump had flipped over. The patient was taken to surgery, and the pump was flipped back over and secured to the fascia. The pump was refilled at this time with 30mls high dose heparinized saline (1000 units/ml).